Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) was unable to be interrogated due to device being in backup mode. The ICD was out of battery. No interventions were reported. The patient was stable.

Event description:
New information notes the device will not be returned for analysis.

Manufacturer narrative:
Additional information notes device will not be returned.